Event description:
I started having health issues after having silicone "gummy bear" implants for 7.5 years. Problems include, but are not limited to, severe gastrointestinal pain and infection, joint pain, inflammation, skin rashes, insomnia, depression, anxiety, hair loss, neuropathy, vision issues, brain fog, dental pain and infection, fatigue, malaise, lowered immunity, adrenal dysfunction, hormonal imbalance, etc. Over 50 symptoms including every system of the body. Breast implant illness.